Manufacturer narrative:
The unit was evaluated by leica service technician. The analysis indicated the cause for the malfunction was due to the misaligned gripper position. Thereby the slide detecting was not working properly. After the gripper position and slide detecting was readjusted, the service technician conducted a test run which confirmed the proper functioning of the device.

Event description:
Customer reported that the coverslips were not positioned correctly on the slides. Consequently, the tissue was damaged because the slides and coverslips break down into the device and were split. Therefore the tissue were not diagnosable, but a rebiopsy was not necessary.